Event description:
Information was received indicating that the pilot balloon to a smiths medical portex bivona customized flextend tracheostomy tube was noted to have a hole. Subsequently, a trach tube change out was performed and the issue resolved. There were no reported adverse patient effects.

Manufacturer narrative:
Other, other text: device evaluation: portex bivona customized flextend tracheostomy tube returned to analysis. According to the investigation visual inspection showed a cut on the airway line. Functional testing was performed by using a syringe, 5cc of air was inserted into the inflation valve and the cuff did not inflate. Investigator?s also performed leak test per (B)(4) and this confirmed that the only location where the device leaked was via the cut on the airway line. According to the investigation the customer?s reported problem was confirmed. However, since the device was successfully used for a period of time, the investigation determined that the airway line had been cut after it had been packaged. No corrective actions are planned at this time. Smith?s medical regularly analyzes complaint data and trends and will take further actions accordingly. The problem source of the reported problem is user interface.